Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure at an unknown date with endologix devices. Subsequently, on (B)(6) 2016, the physician noted a type 3a endoleak that he attributed to not having adequate overlap. Physician repaired by adding an infrarenal aortic extension. The patient is in stable condition.